Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff of unspecified age in united states on 14-jul-2016 who had essure (fallopian tube occlusion insert) inserted in 2008 as a permanent birth control option. Following the implant, she experienced ongoing pelvic pain, rashes, and heavy menses. She consulted with physician on (B)(6) 2016. At that appointment, they discussed removal of the device and hysterectomy. Because the symptoms that she was experiencing, plaintiff had a hysterectomy on (B)(6) 2016 to remove the essure devices. Follow-up received on 05-aug-2016 (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) and experienced ongoing pelvic pain. About 8 years after essure insertion, a hysterectomy in order to remove essure devices was performed. The event is listed in the reference safety information for essure. Pelvic pain may occur with essure therapy. In this case, no alternative explanation was provided. Based on its nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('ongoing pelvic pain/pain'), menorrhagia ('heavy menses / abnormal bleeding (menorrhagia)') and device breakage ('left essure coil broke') in a 41-year-old female patient who had essure (batch no. C22912) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis and herpes genitalis. Concurrent conditions included vaginal itching, vaginal irritation, vaginal discharge, vaginal odor, dyspareunia, dysuria, frequency urinary, genital ulceration, frequency urinary and oral herpes. Concomitant products included aciclovir (aclovir) for herpes zoster. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 8 months 11 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash pruritic ("rashes / constant itching & rashes") and allergy to metals ("allergy to metals"). The patient was treated with surgery (ablation, bilateral salpingectomy and essure removal and bilateral salpingectomy with removal of essure coils, hysteroscopy, nova sure endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, device breakage, vaginal haemorrhage, rash pruritic and allergy to metals outcome was unknown. The reporter provided no causality assessment for device breakage with essure. The reporter considered allergy to metals, menorrhagia, pelvic pain, rash pruritic and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2015, insertion details, findings: uterus sounded to 10, normal appearing uterine fundus and tubal ostia. Abundant endometrial tissue. 3 coils trailing in right tubal ostia, 6 coils in left tubal ostia. On (B)(6) 2016, bilateral essure coils seen in normal placement at the horns. On (B)(6) 2015, herpes simplex virus1 igg and herpes simplex virus 2 igg, positive. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, rash pruritic. Concerning the injuries reported in this case, the following ones were reported via social media: allergy to metals. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jan-2020: content from social media received. Event allergy to metals was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('ongoing pelvic pain/pain'), menorrhagia ('heavy menses / abnormal bleeding (menorrhagia)') and device breakage ('left essure coil broke') in a 41-year-old female patient who had essure (batch no. C22912) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis and herpes genitalis. Concurrent conditions included vaginal itching, vaginal irritation, vaginal discharge, vaginal odor, dyspareunia, dysuria, frequency urinary, genital ulceration, frequency urinary and oral herpes. Concomitant products included aciclovir (aclovir) for herpes zoster. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 8 months 11 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash pruritic ("rashes / constant itching & rashes") and allergy to metals ("allergy to metals"). The patient was treated with surgery (ablation, bilateral salpingectomy and essure removal and bilateral salpingectomy with removal of essure coils, hysteroscopy, nova sure endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, device breakage, vaginal haemorrhage, rash pruritic and allergy to metals outcome was unknown. The reporter provided no causality assessment for device breakage with essure. The reporter considered allergy to metals, menorrhagia, pelvic pain, rash pruritic and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2015, insertion details, findings: uterus sounded to 10, normal appearing uterine fundus and tubal ostia. Abundant endometrial tissue. 3 coils trailing in right tubal ostia, 6 coils in left tubal ostia. On (B)(6) 2016, bilateral essure coils seen in normal placement at the horns. On (B)(6) 2015, herpes simplex virus1 igg and herpes simplex virus 2 igg, positive concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, rash pruritic. Concerning the injuries reported in this case, the following ones were reported via social media: allergy to metals quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 25-feb-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("ongoing pelvic pain/pain") and menorrhagia ("heavy menses / abnormal bleeding (menorrhagia)") in a (B)(6)-year-old female patient who had essure (batch no. C22912) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 8 months 11 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and rash pruritic ("rashes / constant itching & rashes"). The patient was treated with surgery (bilateral salpingectomy and essure removal) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, rash pruritic and vaginal haemorrhage outcome was unknown. The reporter considered menorrhagia, pelvic pain, rash pruritic and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: "essure legal manufacture has changed from bayer healthcare, llc, to (B)(4) bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". New event added: abnormal bleeding (vaginal). Events verbatim were updated as "rashes / constant itching & rashes" and "heavy menses / abnormal bleeding (menorrhagia)". Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("ongoing pelvic pain/pain"), menorrhagia ("heavy menses / abnormal bleeding (menorrhagia)") and device breakage ("left essure coil broke") in a 41-year-old female patient who had essure (batch no. C22912) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bacterial vaginosis and herpes genitalis. Concurrent conditions included vaginal itching, vaginal irritation, vaginal discharge, vaginal odor, dyspareunia, dysuria, frequency urinary, genital ulceration, frequency urinary and oral herpes. Concomitant products included aciclovir (aclovir) for herpes zoster. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 8 months 11 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and rash pruritic ("rashes / constant itching & rashes"). The patient was treated with surgery (bilateral salpingectomy and essure removal), surgery (ablation) and surgery (bilateral salpingectomy with removal of essure coils, hysteroscopy, nova sure endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, device breakage, vaginal haemorrhage and rash pruritic outcome was unknown. The reporter provided no causality assessment for device breakage with essure. The reporter considered menorrhagia, pelvic pain, rash pruritic and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2015, insertion details, findings: uterus sounded to 10, normal appearing uterine fundus and tubal ostia. Abundant endometrial tissue. 3 coils trailing in right tubal ostia, 6 coils in left tubal ostia. On (B)(6) 2016, bilateral essure coils seen in normal placement at the horns. On (B)(6) 2015, herpes simplex virus1 igg and herpes simplex virus 2 igg, positive . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, rash pruritic. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical record received. New reporter added, case became medically confirmed. Patient¿s relevant history and lab data updated. New event device breakage was added. Lab data added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("ongoing pelvic pain/pain"), menorrhagia ("heavy menses / abnormal bleeding (menorrhagia)") and device breakage ("left essure coil broke") in a 41-year-old female patient who had essure (batch no. C22912) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bacterial vaginosis and herpes genitalis. Concurrent conditions included vaginal itching, vaginal irritation, vaginal discharge, vaginal odor, dyspareunia, dysuria, frequency urinary, genital ulceration, frequency urinary and oral herpes. Concomitant products included aciclovir (aclovir) for herpes zoster. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 8 months 11 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and rash pruritic ("rashes / constant itching & rashes"). The patient was treated with surgery (bilateral salpingectomy and essure removal), surgery (ablation) and surgery (bilateral salpingectomy with removal of essure coils, hysteroscopy, nova sure endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, device breakage, vaginal haemorrhage and rash pruritic outcome was unknown. The reporter provided no causality assessment for device breakage with essure. The reporter considered menorrhagia, pelvic pain, rash pruritic and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2015, insertion details, findings: uterus sounded to 10, normal appearing uterine fundus and tubal ostia. Abundant endometrial tissue. 3 coils trailing in right tubal ostia, 6 coils in left tubal ostia. On (B)(6) 2016, bilateral essure coils seen in normal placement at the horns. On (B)(6) 2015, herpes simplex virus1 igg and herpes simplex virus 2 igg, positive. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, rash pruritic. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.